Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due aseptic loosening stem; other indication for revision (left) sr njr number: (B)(4). First revision asa: p2 - mild disease not incapacitating.